Event description:
A pt with a defibrillator (aicd) received a shock in sinus rhythm. The physician performed an invasive procedure to evaluate the system and found an insulation break in one of the pt's leads, the pt also had another same model lead. Distributor does not know which lead had the insulation break. The physician elected to remove the leads from svc and implant a bipolar endocardial tined lead. The aicd remains implanted. Implant date 3/11/93. Removed from svc 10/12/94. Total implant time 19 mo.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.